Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of hematoma and hemorrhage. Revision procedure was completed on (B)(6) 2022 and the pacing system remains implanted. The patient was in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.